Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: ten events were reported for this quarter. Product return status: six devices were received for evaluation. One device was available for evaluation but has not yet been received. Three devices were not available to stryker for evaluation. Evaluation status: two events were confirmed during testing -two devices were found to be affected by a missing component. Four device evaluations are in progress. Product disposition: these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. Ten events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 10 total events were initially reported. 10 previously reported events are included in this follow-up record.   Product return status 7 devices were received. 3 devices were not available for evaluation.   Evaluation status 6 reported events were confirmed during testing. - 3 devices were found to be affected by a missing component. - 3 devices were found to be affected by a mechanical problem. 1 reported event was not confirmed during testing. Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a component detach. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 7 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a missing sun gear. 6 device evaluations are in progress. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. 10 events had no patient involvement; no patient impact.